Manufacturer narrative:
Manufacturer's ref# (B)(4). 19-dec-2022: corrected h8. Awaiting investigation results. 29-nov-2022: the current information indicates need for reporting. Investigation on the actual device will not be performed. Awaiting further investigation, a final report will be submitted once done.

Event description:
On 19-dec-2022: no further information is expected. On (B)(6) 2022: user had hearing aids repaired in august. Around (B)(6) 2022 (best estimate provided) user came in with four waxguards in left ear that had fallen out of the hearing aid on the left side. The user states that it had not been right since the repair, and would like it repaired without charge. The hearing aid is missing brass ring that holds the waxguard in. The waxguards were removed by a health care professional, and no harm to user was reported.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 18-jan-2023: technical investigation concluded: device history record for this device could no be located. A cross check of the database of production order concluded that no rework was put in the system. The conclusion is that there was no deviation during product production. Clinical assessment concluded: the clinical evaluation for the device family does evaluate wax filters coming loose in the ear canal and the hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool (compliance with iec (B)(4)). Wax filter can become detached in the ear canal in rare cases if the cerustop bushing (in this case - brass ring) has become dislodged. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk, but when the wax filter is removed in a timely manner, the risk of infection is minimal. The user guide includes a caution to consult the hearing care professional if it is suspected that a foreign object has become stuck in the ear. Clinical conclusion on the case is that even though unpleasant, the removal of a foreign object from the ear did not require medical intervention and/or did not cause any other. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. Consider this a final report. 19-dec-2022: awaiting investigation results. 29-nov-2022: the current information indicates need for reporting. Investigation on the actual device will not be performed. Awaiting further investigation, a final report will be submitted once done.

Event description:
19-dec-2022: no further information is expected. 29-nov-2022: user had hearing aids repaired in august. Around (B)(6) 2022 (best estimate provided) user came in with four waxguards in left ear that had fallen out of the hearing aid on the left side. The user states that it had not been right since the repair, and would like it repaired without charge. The hearing aid is missing brass ring that holds the waxguard in. The waxguards were removed by a health care professional, and no harm to user was reported.

Event description:
29-nov-2022: user had hearing aids repaired in (B)(6). Around (B)(6) 2022 (best estimate provided) user came in with four waxguards in left ear that had fallen out of the hearing aid on the left side. The user states that it had not been right since the repair, and would like it repaired without charge. The hearing aid is missing brass ring that holds the waxguard in. The waxguards were removed by a health care professional, and no harm to user was reported.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 29-nov-2022: the current information indicates need for reporting. Investigation on the actual device will not be performed. Awaiting further investigation, a final report will be submitted once done.